Event description:
The site rep stated that the screen comes up and images are visible but the system does not respond to mouse movement, mouse clicks or to ctl+alt+backspace. A hard re-boot returned the system to normal functionality. The surgeon completed the procedure with the use of the navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.